Event description:
The customer reported that the kv values were outside of the tolerance. The radiator was defective. No patient injury was reported.

Manufacturer narrative:
(B) (4). The customer replaced the radiator. The system operates as intended.